Manufacturer narrative:
(B)(4). Batch # t5d31a. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60b cartridge reload loaded on the device. The cartridge was received unfired with the one piece sled and 1 double driver loose making the reload non-functional. In addition the cartridge pan was noted to be damaged from left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The damaged on the cartridge is consistent with an improper loading technique. Please reference the instruction for use for more information.    A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic total gastrectomy, the device was locked out during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.